Manufacturer narrative:
Testing using retains: lot number(s): hcg0010038, expiration date(s): 10/2011. Control: 25miu/ml hcg urine control lot: hcg100113-01, 100miu/ml hcg urine control lot: hcg100513-01, 228.6iu/ml hcg urine control lot: hcg100420-02. Summary of results: the retention devices meet qc specifications. Details as below: correct positive results were observed when tested with 25miu/ml hcg urine control at 3 minute read time. (N=4). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=3). The 228.6iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=3). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Investigation is pending on returned product. No corrective action required at this time as no product deficiency was established.

Event description:
Caller reported false negative urine hcg result vs. Home pregnancy test and serum hcg result. Customer reported that a patient (a nurse by profession) had performed a home pregnancy test and obtained a positive result. The patient went to their office and obtained a negative hcg result. A serum hcg test was performed on the patient and confirmed that patient was pregnant. Customer confirmed that the mother/fetus were in no danger due to the test result obtained with the henry schein one step hcg urine cassette test.